Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The reporter indicated that the pump was worn swimming in a pool and afterword the buttons were not responding to presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/22/2013 with the following findings: the pump was returned with moisture visible thru the display lens, oled screen is distorted due to moisture in pump. There was no moisture corrosion visible in battery compartment. A display lens leak was found during testing. Pump cover was removed to inspect internal components. Moisture corrosion visible in pump compartment. The keypad is fully intact, with no peeling or damage observed. ¿contrast¿,"up","down" and "ok" keys respond. Keypad was removed to investigate and there was no evidence of keypad contamination under contact buttons there was moisture visible on keypad flex connector.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.